Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Review of the device history records for the tibial component identified no deviations or anomalies. This device is used for treatment. Primary operative notes were not received. Operative notes from the revision surgery indicate the tibial component was loose between the prosthesis and the cement interface. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00548.

Event description:
It is reported that the patient was revised due to tibial loosening.